Event description:
Aptus tourguide steerable sheath broke during use. Sheath separated from handle. Broken sheath compared to another unopened, packaged sheath and appears to be fully intact. Packaging and sheath pieces saved at or control desk. Substitute item was used for remainder of procedure. Manufacturer response for sheath, aptus tourguide steerable sheath (per site reporter) paul facilitating retrieval and return. Medtronic case# (B)(4).